Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4319, lot #: 21219057, description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing urinary retention and trouble walking due to bilateral lower extremity weakness after an implant procedure. The patient attended a rehabilitation facility. System was also checked and it worked as expected with excellent coverage. The physician admitted the patient for magnetic resonance imaging (MRI). The physician does not believe that there was anything wrong with the stimulator or the paddle lead placement and does not believed that the issue was related to a bulging disc. The patient was to receive a computed tomography (CT) myelogram to confirm if the issue was related to a bulging disc.

Manufacturer narrative:
Additional information was received that the physician believed that patients issues were not device related.

Event description:
A report was received that the patient was experiencing urinary retention and trouble walking due to bilateral lower extremity weakness after an implant procedure. The patient attended a rehabilitation facility. System was also checked and it worked as expected with excellent coverage. The physician admitted the patient for magnetic resonance imaging (MRI). The physician does not believe that there was anything wrong with the stimulator or the paddle lead placement and does not believed that the issue was related to a bulging disc. The patient was to receive a computed tomography (CT) myelogram to confirm if the issue was related to a bulging disc.